Event description:
Related manufacturer reference number: 2017865-2023-22658 related manufacturer reference number: 2017865-2023-22659 it was reported that the patient presented in the emergency room in complete heart block. The pacemaker could not be interrogated; however, it did present alerts stored on the device before it hit end of service. The atrial lead and right ventricular lead had impedances out of range when the device was still alive. On (B)(6) 2023, the transmission was blank because the device had hit end of service. Premature battery was suspected due to the longevity indicated on the previous device check in (B)(6) 2022. The pacemaker was explanted and replaced. During the generator change, the leads were tested, and the impedances were within range. The leads were left in place. Patient's condition was stable post procedure.